Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "portion of guidewire retained in patient's leg. Found during CT scan. Line removed when safe. Patient informed." The patient's current condition is unknown at this time. Additional information was requested from the customer; however, further details have not been provided at this time.

Event description:
It was reported that "portion of guidewire retained in patient's leg. Found during CT scan. Line removed when safe. Patient informed." The patient's current condition is unknown at this time. Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of fragments within the patient was able to be confirmed by the photo. The photo shows what appears to be three separate objects present in the patient's right thigh on a CT scan. However, the fragments cannot be confirmed to be a portion of the guidewire based on the CT scans alone. A complete visual inspection could not be performed as no sample was returned for analysis. Additional information from the customer states that "the doctor who inserted the cvc line described it as being very straight forward (even though the patient was agitated). The wire was removed reportedly as being intact." It was noted that a CT scan was performed on (B)(6) 2025, prior to the catheter insertion. The catheter was inserted on (B)(6) 2025, with no issues reported such as a broken guide wire. Another CT scan was performed on (B)(6) 2025, where the fragments were observed. The origins of the fragments within the patient are unknown. Many factors are unknown such as whether the fragments within the patient are from a guide wire, how long the fragments were within the patient, and if the patient underwent a procedure prior to the reported catheter insertion. Therefore, the probable cause could not be determined from the available information. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The complaint of fragments within the patient was able to be confirmed by the customer provided photo. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.